Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 2.1.0, ubd: , UDI#: h3: a medtronic representative went to the site to test the equipment. Testing revealed that no failures were found. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c19, fdc d14 are applicable to the system checkout. Multiple fdd/annex a codes were reported. A0902 was coded for the screen going blank. A0709 was coded for the handpiece not appearing on the screen with red crosshairs. A0908 was coded for the navigated instrument incorrectly indicating it was outside of the patient when really in the nasal passage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there was a software anomaly. The screen went blank after registering the patient and proceeding to the verify screen. The system required a restart. After restarting, the navigated instrument incorrectly indicated it was outside the patient, although it was actually in the nasal passage. Additionally, the navigated blade on the powered handpiece did not appear on the screen, with the cross hairs remaining red. All green lights were on where the trackers were plugged in. The site ended up using another navigation system that was on site to complete the procedure.

Manufacturer narrative:
H3) the software team reviewed the logs. The logs captured the error on the date of the issue. The corefile was generated, coredump captured that the program terminated with a signal. The function in the registration task might have caused the reported behavior. This issue is consistent with the following known software issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue occurred during a functional endoscopic sinus surgery (fess.) There was a delay to the procedure of approximately fifteen minutes. There was no reported impact on patient outcome. The site had to swap to another navigation system for the procedure.